Event description:
Noise noted on medtronic atrial lead model number 5086mri - 52 cm, sn (B)(4). Lead removed and medtronic rep sent lead for analysis. Verified noise on lead by 2 programmers and changing cables.